Manufacturer narrative:
It was reported that the ventilator failed the pressure transducer test during the pre-use check. The field service engineer did not receive any feedback from the customer despite several reminders. No further issues has been reported. No logs were provided and no parts were reported as replaced, therefore the root cause for the reported problem could not be determined.

Event description:
Manufacturers ref: #(B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).